Event description:
Angioplasty was performed to treat the symptomatic 80% left middle cerebral artery, m2 posterior division stenosis. Post angioplasty, angiograms with the balloon in place demonstrated a good result. The balloon was pulled back and the angiogram was repeated. There was a mild remaining stenosis; however, there is also evidence of a dissection flap. The stent was place across the initial stenosis including the dissected area. The final angiograms demonstrated an excellent distal antegrade flow and no distal emboli. The stenosis was resolved to 35% following angioplasty. Seven days post procedure; the patient was transferred to a rehabilitation center and was discharged home 11 days later in stable condition

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Angioplasty was performed to treat the symptomatic 80% left middle cerebral artery, m2 posterior division stenosis. Post angioplasty, angiograms with the balloon in place demonstrated a good result. The balloon was pulled back and the angiogram was repeated. There was a mild remaining stenosis; however, there is also evidence of a dissection flap. The stent was place across the initial stenosis including the dissected area. The final angiograms demonstrated an excellent distal antegrade flow and no distal emboli. The stenosis was resolved to 35% following angioplasty. Seven days post procedure; the patient was transferred to a rehabilitation center and was discharged home 11 days later in stable condition